Event description:
The report stated that the pt was ventilated, sedated and under respiratory assistance with 100 percent oxygen. After the suction procedure, the pt became desaturated. The user facility stated that the sleeve of the trach care had inflated at each insufflation of the ventilator. The pt was given curate. The ventilator parameters changed and another suction system used.